Event description:
It was reported that the insulin pump alarmed motor error during prime process. The blood glucose reading was 142 mg/dl. No significant events leading to the alarm were observed other than the device having been dropped. The customer stated that she could not rewind the insulin pump. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched case.